Event description:
The manufacturer received information alleging a ventilator's filters were turning black. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 14, 2025 and section h11 should be reported as: the manufacturer received information alleging a ventilator's filters were turning black. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer could not confirm any failure of the trilogy100 ventilator. There were not any critical error codes in the event log. The manufacturer confirmed that there were no problems with this device regarding the reported issue and the device functions as designed. In this report, section d9, h3, h6 has been updated.